Event description:
It was reported the ipg was unable to communicate with the external devices approximately one month ago, and was therefore deemed inoperable. Troubleshooting was tried to no avail. Surgical intervention was undertaken during which the ipg was explanted and replaced on (B)(6) 2022. Effective therapy was confirmed.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.